Event description:
The customer has stated that they have had a enterprise 9000 bed performed an uncommanded movement of the backrest on four separate occasions. This record has been instigated so that there is a record for each malfunction of the bed.

Manufacturer narrative:
This report is being filed under exemption by arjohuntleigh, inc. On behalf of the MFR arjohuntleigh (B)(4). This report is being filed under exemption (B)(4) by arjohuntleigh on behalf of the MFR arjohuntleigh, a branch of arjo limited med (B)(4). The original MDR 3003984900-2012-00019 the event stated that the unintended movement had occurred on four separate occasions, however, only one MDR was raised at the time which was to cover the four malfunctions. Because the unintended movements are for separate malfunctions, this MDR has been raised to cover one of the three other malfunctions recorded on the original MDR. Additional info will be provided following the conclusion of the manufacturer's investigation.